Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) with variceal ligation procedure performed on (B)(6) 2025. During the procedure, the bands did not deploy. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. Note: it was reported that the physician removed the ligator shrink wrap earlier in the set-up process, however, per the instructions for use (IFU), removal of the ligator shrink wrap is done at the end of the setup. Note: it was reported that after attaching the ligating unit to the trip wire, the physician did not take up slack by pulling the proximal end of trip wire on the handle unit, however, per the instructions for use (IFU), "take up slack by pulling proximal end of trip wire on handle unit." Note: it was reported that the trip wire was not secured in the slot on the handle unit; however, per the instructions for use (IFU), "secure trip wire in slot on handle unit."

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.